Manufacturer narrative:
Updated information: b5 patient outcome added. D3 MFR fax number added. D6a/d6b implant/explant date should have been omitted as it does not apply to the purge cassette.

Event description:
The patient survived post-explant.

Manufacturer narrative:
The device will be returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a purge cassette could not be recognized by two automated impella controllers. Troubleshooting was unsuccessful. The patient was in stable condition.